Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 275 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The prime test passed. The customer stated that she woke up late at night to give herself a bolus, and the event happened shortly afterwards. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.